Event description:
Patient reported he changed the adapter on (B)(6) 2013 and experienced hyperglycemia that evening (value not provided). He changed the infusion set and delivered insulin via the infusion device to treat hyperglycemia. On (B)(6) 2013, he noticed the adapter caused insulin to leak. He changed the adapter again, and this resolved the issue. He did not require treatment from a healthcare professional or second party to address the issue. The adapter was requested for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customers allegation. The received adapter is an accu- check spirit combo adapter. It passed the optical investigation and complies with the product specifications. One used infusion set was received for evaluation. A free flow and tightness test on the concerned sample was performed and no irregularities were found. A visual inspection on the retention sample and an additional free flow and tightness test on one retention sample were performed, and no deviations were found.